Manufacturer narrative:
The unit was rebooted and returned to service. No report of patient involvement.

Event description:
The hospital reported the unit had a system malfunction. There was no report of patient involvement.

Manufacturer narrative:
The initial MDR is a 30 day and the reported event did not require initiation of action to prevent an unreasonable risk of substantial harm.